Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated that she experienced signs of hypoglycemia (no details provided) and went to the hospital. When they checked her bg there it was 83 mg/dl and the cgm was 30 points off at 113 mg/dl. Her bg later dropped as low as 61 mg/dl. She was given IV glucose and her bg rose some but then would drop a bit. She stabilized and was discharged from the emergency room (ER) after 4-5 hours. She mentioned that this had occurred after she received her covid vaccine, but the date of vaccination was not specified. The day of the report (one day after the hypoglycemic event) she stated that she was sick all day, laying down and vomiting (unrelated to the hypoglycemia since her bg had returned to normal, possibly due to the vaccine). No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.